Event description:
Reported status: malfunction. Reporting rationale: separated guide wire has caused or contributed to patient injury previously. Device issue: separated guide wire. It was reported that another company's guide wire was engaged in the lad and the whisper was engaged in the first diagonal. During use of the ivus, which was on the other company's guide wire, the catheter became stuck and it was unable to be manipulated. It was observed that the whisper guide wire had became entangled with the distal part of the ivus, and the guide wire had separated at the distal area. The separated portion was removed out of the patient entangled with the ivus. Therefore, no guide wire remained inside the patient. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core and polymer. There was no contrast visible. The tip of the guide wire was separated 24.1 cm distal to the proximal end of the polymer and not returned. Approximately 4 to 6 mm of tip was detached. The material at the separation was jagged. There was no other damage noted to the guide wire. The used ivus was not returned. A snap gauge was used to measure the outer diameter of the guide wire and this met manufacturing criteria. The returned guide wire was backloaded through a new balloon catheter with no resistance noted. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information, and the analysis of the returned whisper guide wire results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit, causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device, while excessive bending force was applied to overload. From the incident description, the mechanism of how the tip became trapped and how force was applied could have happened when the whisper became entangled with the ivus, and with continued manipulation of the ivus. The ivus used in the procedure was not returned, which could have aided in the analysis. In this case, the root cause appears to be from circumstances during the procedure and not a quality issue with the guide wire. The lot history record was reviewed and there were no non-conformities associated with this product lot. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.